Event description:
Huntleigh healthcare was informed that a patient had gotten out of bed during the night, tripped and fell, sustaining broken hip. The flowtron universal had been in use at the time of the incident.

Manufacturer narrative:
Huntleigh healthcare was informed that the patient fell during the night while attempting to get out of bed, while the device and had been in use. The patient sustained a broken hip and required a hemi-hip replacement. To date, huntleigh healthcare has been unable to obtain additional information regarding this incident. The device has not been returned by the facility to huntleigh healthcare for inspection/evaluation. Should the device become available, a full inspection/evaluation will be performed. Any new information received will be submitted as it becomes available.